Event description:
Customer reported that while an antibiotic was infusing at 55ml/hour, clinician was called to room by parent due to leaking IV. Clinician found IV cannula intact but blood backing up the line and leaking out of the y-site connection. Needed to hang new IV lines because of the inability to flush y-site due to clotting. No pt harm or medical intervention required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending a f/u report will be submitted once the eval has been completed.